Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 2.5% and 4.25% and extraneal therapies. On an unreported date, the patient began treatment with dianeal pd4 2.5% and 4.25% and extraneal therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal and extraneal therapies is unknown. On an unreported date, the patient had a break in aseptic technique (details not provided). On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis. The patient is reportedly recovering from this peritonitis event. Multiple, unsuccessful attempts were made to gain additional information about re-training and test results.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a breach in aseptic technique, which caused peritonitis; however, the assignable cause could not be determined since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.